Event description:
It was reported that when patient presented to the hospital for a device check after receiving a patient notification, upon device interrogation with a merlin.net programmer backup vvi mode was observed on the device. Patient was asymptomatic. It was suspected that patient¿s merlin.net transmitter used for remote monitoring contributed to the back up vvi mode of the device. Programming changes were made. It was planned to replace the programmer in the future. Device is under the fsca advisory but no anomalies were observed related to premature battery depletion. No plans were made to replace the device. Patient was stable.